Manufacturer narrative:
Date of event is unknown; no information has been provided to date. Device evaluation: one device was received with only one screw and the air fitting securing the back panel. Air detector gasket is askew. The return tube is cracked causing fluid ingression on the printed circuit board (pcb) and for the device to fail the flow rate test. Air pressure was measured and out of tolerance. Per functional testing, the water recirculation stops after testing the alarms. The complaint was confirmed. The root cause was damaged components on the pcb due to fluid ingression from a cracked return tube. It was unknown what caused the condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The return tube and pcb were replaced. The air pressure was set correctly, and the air detector gasket seated correctly. The o-ring in the top socket was replaced for preventative maintenance. The device passed all functional testing after repairs were performed.

Event description:
It was reported that the water supply/pump was not functioning. The issue was not related to physical damage and the unit was not dropped. The issue occurred during preventive maintenance testing. There was no patient involvement and no patient harm/adverse event reported.